Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported that the insulin pump has alarmed no delivery. Customer has requested a replacement insulin pump because he does not feel comfortable with it after having several unexplained no delivery alarms during bolus. Customer feels the alarms occur when he is giving larger bolus dose. Blood glucose value is 61 mg/dl; treated with food. Nothing further reported.